Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female had a rash. The patient had a rash with boils. The patient's nurse gave the patient an ointment to use on the rash and recommended that the patient remove the lifevest for several hours each to day to allow the rash to heal. Follow-up indicated some areas of the irritation had healed, but that the boils were still present. The medical outcome of the boils is unknown.